Manufacturer narrative:
(B)(4). Initial emdr submission. Device problem code: a140901. Patient problem code: f24. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text: see manufacture narration.

Event description:
It was reported by customer that the patient has had to have her stitches removed and her device has been clogged since the device was implanted. They sent her to the ER so her pleurx catheter could be evaluated. Rcc received a complaint via email. Customer requesting contact information on a list of facilities that care for pleurx catheters. States they have a patient who received a pleurx catheter and she has been calling them for direction on troubleshooting the device. The patient is currently receiving home care but the home health nurses do not know how to care for the device when there are issues. States the home health nurses have reached out to the patient's pulmonologist who ordered the pleurx and he directs the home health nurses to call their office. She states they have no training or any information on how to care for a pleurx device. The patient has had to have her stitches removed and her device has been clogged since the device was implanted. They sent her to the ER so her pleurx catheter could be evaluated.